Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the patient was informed that the filter had subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, multiple struts had significantly perforated the inferior vena cava (ivc) and into adjacent organs including the pancreas and duodenum. The information also indicated that, as a direct and proximate result of these malfunctions, the patient suffered and continues to suffer life-threatening injuries and damages, which required and will continue to require extensive medical care and treatment. And as a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. With the limited information available and without the procedural films or post implant images to review the reported device perforation of the inferior vena cava, pancreas and duodenum could not be confirmed. Clinical factors that may have influenced these events include patient, pharmacological and lesion characteristics. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken.

Event description:
As reported by the legal brief , the patient underwent placement of a trapease vena cava filter. The patient was informed that the filter had subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, multiple struts had significantly perforated the inferior vena cava (ivc) and into adjacent organs including the pancreas and duodenum. As a direct and proximate result of these malfunctions, the patient suffered and continues to suffer life-threatening injuries and damages, which required and will continue to require extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.

Manufacturer narrative:
Additional information was received from a patient profile form. There have been no filter retrieval attempts noted. The patient also indicated that the filter has fractured and is retained in the ¿right psoas area/ right flanu area.¿ the patient also reports suffering from constant pain to the right side of the groin and flank area. She also has to take pain medication to get through the day. The patient is also unable to exercise regularly, does not sleep well due to pain and constant worry that a prong may break off or the filter may move and kill her. She also has anxiety daily worrying about the filter. Additional information received from medical records show that the filter was successfully deployed in the infrarenal ivc under fluoroscopic guidance. The patient tolerated the procedure well and the indication for filter placement was not specified. The admitting diagnosis at filter placement was fever to rule out sepsis. (B)(4). Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, a patient underwent placement of a trapease vena cava filter. It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the patient was informed that the filter had subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, multiple struts had significantly perforated the inferior vena cava (ivc) and into adjacent organs including the pancreas and duodenum, and is retained in the ¿right psoas area/ right flanu area.¿ the patient is also reported to have constant pain to the right side of the groin and flank area, for pain medication is taken. The patient also reports that they are unable to exercise regularly or sleep well due to pain and constantly worries that a prong may break off or the filter may move. The patient also has anxiety related to the device. The admitting diagnosis at the time of the filter placement was fever, rule out sepsis. The actual indication for the filter placement has not been provided at this time. The filter was placed via the right common femoral vein and deployed in the infrarenal ivc under fluoroscopic guidance. The patient tolerated the procedure well and the indication for filter placement was not specified. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration includes mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Perforation of the vena cava was also reported but could not be confirmed without procedural/follow up films for review. The instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Pain and anxiety do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed, clarified or confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.